Manufacturer narrative:
(B)(4).h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that cgm (continuous glucose monitor) was not working occurred. On (B)(6) 2024, the patient experienced a hyperglycemic event. Of note the patient inserted a new omnipod site. The following day, on (B)(6) 2024, the patient does not recall what her cgm reading was, but she passed out. The patient¿s husband called 911 but did not check her cgm device. Ems (emergency medical services) arrived, and the patient¿s bg (blood glucose) meter reading was 1248 mg/dl, and she was transported to the ER (emergency room). It was reported that the paramedic stated that patient¿s cgm device was ¿not working¿ but no specific information regarding this statement was provided (allegation captured in this complaint). The patient was admitted to the ICU (intensive care unit) for 3 days and was then transferred to a regular hospital unit for another 3 days. The patient was unconscious for 5 days. The patient was treated with 4 unspecified IV drips and dextrose. The patient also reported having two mris and two echocardiograms done. During this event, it was also reported the patient suffered from a broken leg and ankle (it was not specified how). The patient was okay at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.